Event description:
It was reported the device reached rrt (recommended replacement time). The device was explanted and replaced. It was subsequently analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.